Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level elevated to 250 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.